Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 28jan2019. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's touchscreen was unresponsive. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 05jun2019. A visual inspection of the touchscreen revealed yellowing around the vorners and bubbling on the surface of the unit. During testing, the touchscreen could not be calibrated and the resistance was out of tolerance. The root cause was determined to be resistance drift of the screen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 04apr2019. The field service engineer (fse) replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.